Event description:
An intepro y-mesh was implanted on (B)(6) 2008. It was reported that approx two years later the pt has severe pain daily and she has symptoms of "erosion."

Manufacturer narrative:
Should additional info become available regarding this event it will be re-evaluated and a f/u report will be sent.